Event description:
It was reported that the patient complained of symptomatic bradycardia, when the implantable pulse generator (ipg) reach elective replacement indicator (eri).  It was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing. During routine generator change procedure it was noted that both the ra) lead and rv lead had pulled back and dislodged. Both pacing leads were capped and replaced.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.